Event description:
It was reported to boston scientific corporation that a gemini stone retrieval paired wire helical basket was used in a stone retrieval procedure performed on (B)(6), 2010 (patient ID and weight are unknown). According to the complainant, the retrieval basket was used successfully to retrieve stones from the patient's ureter. After attempting an additional pass, one basket wire was noticed to have broken. The wire did not detach from the device, and a laser did not come in contact with the basket. The procedure was successfully completed with another gemini stone retrieval paired wire helical basket. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.